Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported she was unable to remove a tampon she had worn for eight hours as the tampon string had allegedly wrapped around vaginal tissue, resulting in pain, bright red heavy vaginal bleeding, and cramping when she attempted to remove it by herself. She went to the ER for removal of the tampon where the doctor had to cut the string from the vaginal tissue in order to remove the tampon. She followed up with her regular doctor for a vaginal exam that confirmed she had an abrasion. She was prescribed three different unspecified medications. Her symptoms have resolved.